Event description:
Facility stated that the foot hi/low was drifting down fast, no report of injury.

Manufacturer narrative:
Technician stated that the foot hi/low was drifting down, fast drift. Replaced the foot valve to resolve this issue.